Manufacturer narrative:
20-jan-2023 case update: the reporter informed the company that the product has been discarded.

Event description:
Slip off of the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b sensitive clean toothbrush heads slipped off of the oral-b toothbrush while brushing. No injury was reported. 29-nov-2022 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3766. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Slip off of the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b sensitive clean toothbrush heads slipped off of the oral-b toothbrush while brushing. No injury was reported. 29-nov-2022 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3766. No injury was reported.